Event description:
It was reported that this drill got hot during use, and the surgeon felt heat in the body of the handpiece. The procedure was completed with another handpiece, and there was no report of patient/medical staff injury or surgical delay.

Manufacturer narrative:
Investigation results: the handpiece was received for evalution and during testing, it did not get hot; it met temperature specifications. No faults were found.